Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) internal fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023. A continuous lvad internal fault alarm was captured throughout the entirety of the file which indicated an lvad communication issue that may be resolved with power cycling. The onset of the event was not captured. No other notable events or alarms were observed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 7 of the IFU and section 5 of the patient handbook outline all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files revealed lvad internal fault alarms.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.